Event description:
It was reported that the patient had the inflatable penile prosthesis cylinder and pump components removed due to tear in the cylinder. A new inflatable penile prosthesis consisting of 15 cm x 12 mm cylinders and pump components were implanted. Additional information received indicated the patient experienced symptoms 3 weeks prior to the revision surgery. The suspected cause for the tear was that the device was old. No further symptoms or complications were reported and the patient outcome was the patient got well.

Event description:
It was reported that the patient had the inflatable penile prosthesis cylinder and pump components removed due to tear in the cylinder. A new inflatable penile prosthesis consisting of 15 cm x 12 mm cylinders and pump components were implanted.

Manufacturer narrative:
Device evaluation: the complaint components were returned and analyzed. The reported allegation of fluid loss was not confirmed via product analysis. There was a leak in one cylinder that was the result of a sharp instrument consistent with explant damage. The other cylinder performed within specifications. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient had the inflatable penile prosthesis cylinder and pump components removed due to tear in the cylinder. A new inflatable penile prosthesis consisting of 15 cm x 12 mm cylinders and pump components were implanted. Additional information received indicated the patient experienced symptoms 3 weeks prior to the revision surgery. The suspected cause for the tear was that the device was old. No further symptoms or complications were reported and the patient outcome was the patient got well.

Event description:
It was reported that the patient had the inflatable penile prosthesis cylinder and pump components removed due to tear in the cylinder. New inflatable penile prosthesis 15 cm x 12 mm cylinders and pump components were implanted.